Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge alarm 1 occurred. Additionally, a minimum fill notification occurred while the cartridge was filled with 300 units of insulin during the load process. Blood glucose was 300mg/dl. Reportedly, a new cartridge was loaded to resolve the issues.